Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced asystole. The implantable pulse generator (ipg) was noted to have "runs of pacer spikes." The ipg remains in use. No further patient complications have been reported as a result of this event.